Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used for treatment during an endoscopic submucosal dissection (esd) of a nine (9) mm target polyp visualized in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a nine (9) mm polyp was seen. When the device was positioned and capture was good, the target polyp was tried to cut. However, after multiple attempts, they were having difficulty cutting using the cold snare. Reportedly, no visible issue was noted with the handle and no other issues were noted with the device. The procedure was completed with the use of a different snare and energy. The device issue caused a procedural delay of about five to ten minutes but the patient fully recovered and was not admitted to hospital beyond the standard of care as a result of this event. Furthermore, the procedural delay did not cause any patient complications. The patient condition following the procedure was reported to be fine.